Event description:
The clinic reported that a pt treated for a laser vision correction on (B)(6) 2011 was referred back to the clinic by the pt's optometrist on (B)(6) 2011 for the removal of an epithelial ingrowth that was affecting the pt's vision.

Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.